Event description:
User detected an error in a secondary aliquot tube prepared by the analyzer. For one sample, two labeled aliquot tubes with the same barcode were prepared. For one aliquot, a positive hiv result was obtained on two instruments. This did not match clinical picture of results from second aliquot, patient demographic data and physiologic data. The primary tube was then tested and gave a negative hiv result. When compared, the first aliquot and the primary tube appears to belong to different patients due to the difference in color of the serum. Erroneous result was not reported. Patient did not receive any treatment based on the incorrect result. If add'l info is received, appropriate notification will be provided.